Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) did not show any measurements when interrogated. It was found that the ICD had several flipped memory bits that triggered a power on reset. It was noted that the patient was undergoing radiation therapy. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. Performance data was collected from the device and analyzed. Power on reset (por) for write to locked random access memory occurred between (B)(6) 2012. There was a patient alert for por on (B)(6) 2012. (B)(4).